Event description:
The user facility reported 20yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the complainant reported abnormal placement signal readings and high purge pressure during support. The pump was removed and replaced with no harm to the patient.

Manufacturer narrative:
The investigation for the high purge pressure and the placement signal issues has been completed. The cause of the high purge pressure was not determined since the issue could not be reproduced, no abnormalities were found on the returned product, and no logs were returned. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.